Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that the cause of the breakage was fatigue. There is no sign of a material or product failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It was reported that the ncb plate broke.